Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating the device failed to shock a patient during a cardiac arrest. The cables were moved, and a trace then appeared, however the patient passed away. This report was initially submitted as serious injury however additional information stated the patient passed away so this report has been updated to death.

Manufacturer narrative:
Based on the information available, the root cause could not be confirmed. Because the reported issue did not reproduce when philips technician performed all the verification tests. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The reported issue did not reproduce when philips technician performed all the verification tests. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Patient outcome code grid = death.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was involved in an incident during clinical use. Patient harm was listed as yes. Additional details have been requested.